Event description:
It was reported the forceps broke during procedure. No death or unanticipated serious deterioration in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Device evaluation: item was not returned to karl storz despite multiple requests. Report is based on customer information only."one instrument broke during use." "Staff confirmed adherence to cleaning and lubrication protocols." "The instrument failed during a medical procedure, but without adverse consequences or delays." There is no information on the exact point of breakage of the instrument. Since no information is available about where on the instrument the break occurred and what type of break it was (e.g. Break in the surface, something broken off, etc.), various causes are possible. The evaluation of the complaints did not reveal any comparable complaints and therefore cannot provide any insights that would help to narrow down the cause. Possible causes could be excessive force (if broken at the distal end), material fatigue due to age and life cycle, or a possible technical defect. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned on april 10, 2025, for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
Result of investigation: inspection of the claimed item (B)(6) (lot tm10) revealed visible contamination and traces of corrosion that do not correspond to the information provided by the customer's personnel, who stated that the cleaning and lubrication instructions had been followed completely. These findings clearly indicate that the instrument was not reprocessed in accordance with the instructions for use (IFU) provided. Improper or inadequate cleaning and maintenance can weaken the material. Such material changes significantly increase the risk of breakage, especially if the instrument is also subjected to high mechanical stress. Possible causes of the breakage could be improper reprocessing, material fatigue, or excessive mechanical stress. Since the instructions for use expressly refer to the mandatory visual inspection before use, it cannot be ruled out that damage was already present before the procedure. Overall, the findings as a whole point to inadequate maintenance and care as the most likely cause. Regular, proper preparation and careful visual inspection before each use are therefore essential to detect material damage at an early stage and ensure safe use of the instrument. The event is filed under internal karl storz complaint ID: (B)(4).